Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. An analysis was performed on the returned handheld and the reported allegation was verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initial reported that the physician was experiencing problems with his handheld. The handheld would freeze on different screens. A hard reset was performed multiple times and it was confirmed that the screen lock was "off" but the issue did not resolve. The handheld and flashcard were returned to the manufacturer were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
.